Event description:
The lay user/reporter contacted lifescan (lfs) on may 28, 2008 and alleged that the patient's one touch ultra meter was displaying the battery indicator symbol. Lfs canada was not able to reach the reporter or the patient to obtained additional information. The reporter stated that the alleged issue first occurred on approx six days earlier (time not provided). He stated that only the battery symbol was showing on the display and that the patient could not get a result. After suppertime, the patient claimed she started to experience symptoms of being shaky, trembling, cold, and blurry vision. It is not known how long the patient was not able to test and if she had continued to take her medications during that time, and if she had a normal supper prior to experiencing the symptoms. The patient then tested on her son's one touch ultra meter and obtained a result of "hi". Instead of taking her regular 10 units of 30/70 insulin, she took 15 units (it is not known if this increase in the dosage was her own decision or was it per her doctor's recommended regimen). About 30 minutes later, she started to feel better. She did not seek medical attention. It was also reported that the patient was just recently placed on insulin and has been testing more frequently as she tends to go low during the night (it is not known which results she had obtained at the time she was experiencing low symptoms). She has been using her son's meter since the issue to manage her diabetes. At the time of troubleshooting, it was verified that this was not a new product. The patient had not changed the battery per the owner's manual (use error). This complaint is being reported because the patient alleged that she experienced symptoms suggestive of hyperglycemia after the reported issue began. She tested on her son's meter and obtained a high result, treated self appropriately with insulin and felt better. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.